Event description:
It was reported that the patient presented to the clinic with bradycardia. Upon interrogation, the atrial lead exhibited failure to capture and far r wave oversensing. A chest x-ray confirmed that the atrial lead had become dislodged. The lead was explanted and replaced. The patient was in stable condition.